Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented with episodes of nonsustained right ventricular oversensing which appears to be lead noise. Lead revision could not be performed at this time as the patient was with her ill husband. Programming changes were recommended. The patient will continue to be monitored. The patient condition is fine.

Event description:
New information received states when the patient returned to the clinic, the patient received more instances of non-sustained right ventricular oversensing episodes. Lead noise was confirmed after review of a merlin transmission. Lead revision was recommended. The patient is holding off on the revision as her husband is still sick. The patient has an appointment at the end of the year. The patient condition is stable and will be remotely monitored.